Event description:
Reports rec'd of bolus cords with intermittent delivery and causing error 100 (stuck key) alarms. The customer found during testing that if the cord was held or moved a certain way, the cord would request a bolus. The cords were used throughout the hosp on adult patients. Although requested, pt gender, age and diagnosis were unknown to the rptr. No reports of adverse pt effect. Add'l pt information was requested. But no further info was available.